Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the doctor had difficulty inserting the rv lead to fit into a competitor device header. The doctor then used mineral oil as an aid. The lead was then inserted successfully and fully functional after implant. No adverse patient effects were reported.